Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped/abandoned due to progressive rise and high threshold. The ra lead remains in the patient. Information received indicated the ra lead was implanted after the use by date. A different lead was implanted. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network cardiovascular group clinical study.

Event description:
It was further reported the ra lead was not implanted post expiry date.

Manufacturer narrative:
The initial mfg aware date was 16 may 2018. Concomitant medical products; 5076-58 lead implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.